Event description:
Bone quality was not identified. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was not identified. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was not achieved at surgery. Osseointegration augmentation procedure was not performed at the time of surgery.